Event description:
It was reported that the customer noticed air bubbles in the reservoir and insulin from the reservoir leaked. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Inspected three opened and used reservoirs. Performed fill reservoir test and reservoirs passed per specification. No air bubbles noted during analysis. However, occlusion was found in the transfer guard of one out of the three reservoirs. Checked o-rings and stopper groove for defects and none were found.